Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's wound care nurse indicated that a patient had an ulcerous wound on his back. The patient also reportedly had diabetes mellitus type ii which may have contributed to the wound. There is no indication of specific medical intervention. The medical outcome is unknown. Additional information 07/13/2016: additional information was received from the distributor on 07/13/2016. Follow up with the patient indicated that the patient received ambulant wound care treatment during the time that the wound was present. The patient indicated that the wound healed and an ICD was implanted.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's wound care nurse indicated that a patient had an ulcerous wound on his back. The patient also reportedly had diabetes mellitus type ii which may have contributed to the wound. There is no indication of specific medical intervention. The medical outcome is unknown.